Manufacturer narrative:
A ge svc rep performed an on site investigation. The power control board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 2800 system had an intermittent communication error at boot up. No pt injury was reported.